Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician was not sure if there was something wrong with the old ipg. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician was not sure if there was something wrong with the old ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was that the battery would not wake up, it would not turn on.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced. The physician was not sure if there was something wrong with the old ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.